Event description:
The customer had reported false negative reaction of a sample with anti-e. Customer has sent us neither the sample nor the complaint lot of anti-human globulin (ahg) anti-igg solidscreen ii. Therefore the retention sample of ahg anti-igg solidscreen ii was tested with positive and negative control and an anti-e from an interlaboratory comparison. All positive and negative reactions were correct. The anti-e reacted correctly positive with e positive screening cells. Summary: the testing quality control lab confirmed the correct function of the affected lot ahg anti-igg solidscreen ii. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.